Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this rv lead and the ra lead were explanted due to oversensing, noise, and pacing inhibition.

Manufacturer narrative:
6/5/18 - corrected the manufacture date and event date.